Event description:
The customer reported that an error displayed on the system and then it shut down without command. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The system was rebooted and worked normally. The system was then put back into service.